Manufacturer narrative:
On 9/26/96, the oncologist's secretary contacted the MFR with add'l info concerning this event. The oncologist's secretary informed the MFR that the pt had a recurring, bleeding abdomen and explained that an exploratory laparotomy was performed and revealed a duodenal ulcer which lead to the removal of the device. The oncologist secretary suggested the MFR contact the explanting physician for add'l info. On 9/30/96, the MFR contacted the explanting physician who stated that the device was removed due to the device tubing eroding through the gda into the duodenum, causing an ulcer. On 10/02/96, the MFR contacted the explanting physician's office for clarification of what caused the pt's ulcer. On 10/03/96, the facility nurse contacted the MFR and stated that the physician believes the duodenal ulcer was caused by post complications, post radiation and that the cause of the device tubing eroding is unk. A trend analysis was performed on similar incident involving this catalog number and did not reveal any trends. In addition, a review of the device history record was performed and did not identify any manufacturing variances in relation to this event. Based on the info available, the device was removed due to the device tubing eroding; however, the cause of this erosion cannot be determined. No further info is available. The MFR is now closing the file on this event.

Event description:
On 8/8/96, the pt's daughter responded to the MFR's device tracking polling letter. The response states "pt deceased as of 3/16/96. Device removed 2/96 due to complications. It did a great job while implanted." Several attempts have been made to obtain add'l info; however, these attempts have been unsuccessful to date.